Event description:
It was reported that the customer's sensor and blood glucose value difference was not within an acceptable range. His blood glucose level was 207 mg/dl and his sensor glucose level was 81 mg/dl. The customer also noticed a bent cannula on his previous sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.